Event description:
The international customer reported the ventilator backup battery failed as a defect on arrival per a parts sale. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. The customer reported that the unit was not in use on patient. The service engineer replaced the battery and the problem was corrected. The unit passed all testing.

Event description:
Factory analysis of the returned battery revealed it was in a depleted state. The battery data indicated battery temperature was low which may result in the battery not charging upon installation.

Manufacturer narrative:
Supplemental report